Event description:
The customer reported that about 4 mls of brown to clear fluid leaked from the lh500. This occurred when the customer was running reproducibility prior to calibration. The liquid was located under the instrument on the counter. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) spoke to the customer via telephone and they had replaced the needle. The instrument was operational. Upon recur, a bent needle could potentially cause erroneous, yet credible results. (B)(4).